Manufacturer narrative:
Reported as greater than thirty years of age. (B)(6). One used blade was returned for evaluation. Visual inspection confirmed that the adapter body is cracked at the base of the outer tube, likely due to excessive lateral load which caused a misalignment between the inner and outer tube resulting in abrasion at the base of the inner blade. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is necessary at this time. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the surgeon noticed metal wear and particles in the arthroscopic field during the deburring process. The particulate was removed with a shaver blade suction. A ten minute delay was reported.